Manufacturer narrative:
(B)(4). Corrected data: section 5. Describe event or problem: there was no patient involvement. Section h6. Health effect - impact code: 2645 method: the complaint mr370 reusable humidification chamber was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that that the seal ring of the aluminum base a mr370 reusable humidification chamber unable to be tightly connected with chamber dome. The aluminum base was easily detached from the chamber dome that was found to be leaking water.. Conclusion: without the complaint device, we are unable to draw any reasonable conclusions about the reported event. All mr370 chambers are visually inspected before leaving the production line and those that fail are rejected. The subject mr370 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr370 reusable humidification chamber state the following: "the following solutions should be avoided as they may cause the chamber to crack: ketones, formaldehyde, chlorinated hydrocarbons, hypochlorite, inorganic acids, aromatic hydrocarbons, phenol (>5%)". "To prevent cracking, ensure that the water inlet port plug, and any other reusable components, are disconnected from the chamber before cleaning."

Event description:
A healthcare facility in china reported that the base of a mr370 reusable humidification chamber was found easily detached from the chamber dome during patient use. There was no patient involvement.

Event description:
A healthcare facility in china reported that the base of a mr370 reusable humidification chamber was found easily detached from the chamber dome during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.